Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the act button and down arrow less responsive, had to press them hard to get a response. It was reported that they had watch dog time out alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Unable to perform self-test and displacement test or verify a13/e13 alarm, button/keypad anomaly due to cracked and bleeding lcd glass. Device had flattened (creased) act and esc buttons dome switch during visual inspection.(B)(4).